Event description:
A falsely elevated tropoini I result of 16.45 ng/dl was obtained on a patient sample. The result was not reported to the physician. The same sample was rerun on the same instrument and a result of 0.01ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument data indicates pre-analytical handling issue.